Event description:
It was reported the stem sat proud when attempting to push it into the canal. The stem would not move in or come out of the canal. The surgeon had to use the instrument from the hip set to impact it out of the patient and re-ream the canal.

Manufacturer narrative:
This report will be amended when our investigation is complete.